Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. Evaluation in progress.

Event description:
User facility reported the pump alarmed, "check clutch/plunger lever" during device priming. Reporter indicated that the event did not cause or contribute to any adverse health effects.

Manufacturer narrative:
The reported medfusion¿ syringe infusion pump was returned for investigation. Visual inspection found the device to be in poor condition with the top case chipped and the front corners cracked. A review of the device history log found that a check clutch/plunger lever error had occurred. During functional testing, the device underwent a flow test; the check clutch/plunger lever error was duplicated. The device was further investigated and it was found that the position potentiometer tab was broken off; the break was found to be a result of using the device in a manner inconsistent with its indication for use. Investigation determined the cause of the check clutch/plunger lever error was due to the broken position potentiometer. After device repair and recalibration, the device was found to pass all delivery, accuracy and functional tests. MFR# clarification: new registration number 3012307300 (minneapolis, mn) has been received, however, this initial MDR was filed under the prior registration number 2183502 (st. Paul, mn).